Manufacturer narrative:
Correction: from product code: h938739. Lot number unknown to product code: h938737. Lot number 60119378. The device was received for evaluation. A sample evaluation could not be performed due to excessive mold contamination on the samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Lot #: suspected lot number is 60119378. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered prior to patient use, prior to dispensing. There was no patient involvement. No additional information is available.